Event description:
It was reported that (1) device was used during a protrectomy and ileal pouch. It was repoted by the affiliate that tx30b instrument was fired and there were no staples. The surgeon had to hand sew to complete the case.